Event description:
It was reported that during a tibial fracture procedure two monitoring system probes failed. The probes were used for 3 readings, but when the fourth reading was attempted, it came back probe failure on the display. A second probe also failed, so a new probe cable was used and still did not work. Later a third probe was tested and worked with the new cable. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for diagnosis not treatment. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and could not cross reference part number with synthes part number. DHR could not be completed. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.